Manufacturer narrative:
Corrected date of event: (B)(6) 2017. Conclusion: a possible temporal and causal relationship between the patient experiencing abdominal pain, developing cloudy pd effluent fluid and subsequent peritonitis (post exchange set change). This patient had no prior history of peritonitis events since start of pd treatment approximately 1 year and 1 month ago as noted by the pdrn nurse manager. The patient developed staphylococcus epidermis exit site infection on (B)(6) 2017, the exit site infection may not have fully resolved, and the patient underwent a scheduled 6 month pd extension set change on (B)(6) 2017 in the pd clinic and subsequently diagnosed with staphylococcus epidermis peritonitis on (B)(6) 2017. The suspected break in aseptic technique is identified by the nurse manger and it is unknown if this is patient related or possibly health care professional. The causality of this staphylococcus epidermis peritonitis event is multifaceted and is difficult to determine. There may be a possible causal relationship to the unresolved exit site infection per the pdrn but there is no definitive statement. Per pdrn the patient recovered from the exit site infection and peritonitis. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Source documents, received written documentation by the peritoneal dialysis nurse manager and information in the file were reviewed by a post market surveillance clinician. It was reported by the peritoneal dialysis registered nurse (pdrn) this peritoneal dialysis patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) experienced an episode of staphylococcus epidermis exit site infection on (B)(6) 2017 and underwent an extension set was changed on (B)(6) 2017 in the pd clinic, with a reported white blood count (wbc) count of 11211x100/ul and polymorph nuclear (pmn) leukocyte levels were 66%. The pdrn reported the patient had abdominal pain, peritonitis, cloudy fluid per transfer set change. The patient was subsequently diagnosed with staphylococcus epidermis peritonitis on (B)(6) 2017 and the patient was administered vancomycin on (B)(6) 2017. On (B)(6) 2017. It was suspected the infection was due to a breach in aseptic technique. The pdrn noted the patient did not require inpatient hospitalization for either exit site infection or the staphylococcus epidermis peritonitis episodes. A repeat gram stain of peritoneal dialysis (pd) fluid was performed that revealed few wbc¿s with no identified organism seen. As of (B)(6) 2017 the patient¿s symptoms subsided and resolved with the patient remaining on ccpd therapy without further reported issues.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents, received written documentation by the peritoneal dialysis nurse manager and information in the file were reviewed by a post market surveillance clinician. It was reported by the peritoneal dialysis registered nurse (pdrn) this peritoneal dialysis patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) experienced an episode of staphylococcus epidermis exit site infection on (B)(6) 2017 and underwent an extension set was changed on (B)(6) 2017 in the pd clinic, with a reported white blood count (wbc) count of 11211x100/ul and polymorph nuclear (pmn) leukocyte levels were 66%. The pdrn reported the patient had abdominal pain, peritonitis, cloudy fluid per transfer set change. The patient was subsequently diagnosed with staphylococcus epidermis peritonitis on (B)(6) 2017 and the patient was administered vancomycin on (B)(6) 2017, (B)(6) 2017, (B)(6) 2017 and (B)(6) 2017. On (B)(6) 2017. It was suspected the infection was due to a breach in aseptic technique. The pdrn noted the patient did not require inpatient hospitalization for either exit site infection or the staphylococcus epidermis peritonitis episodes. A repeat gram stain of peritoneal dialysis (pd) fluid was performed that revealed few wbc¿s with no identified organism seen. As of (B)(6) 2017 the patient¿s symptoms subsided and resolved with the patient remaining on ccpd therapy without further reported issues.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient¿s clinic registered nurse (rn) stated the patient developed an exit site infection on (B)(6) 2017. Fluid culture tested positive for staphylococcus epidermidis. Per pdrn the patient was diagnosed with staphylococcus epidermidis peritonitis again on (B)(6) 2017. The pdrn stated the patient¿s wbc count was 11211 x 100/ul, and polymorphonuclear leukocyte levels were 66%. The pdrn believed that the infections were due to the original exit site infection and suspected breach in aseptic technique. The patient visited the clinic on (B)(6) 2017, and the patient¿s exchange set was changed and was administered vancomycin. The patient was not hospitalized for the events. Per rn the exchange set was changed every 6 months and the patient's exchange set was changed on (B)(6) 2017 and had nothing to do with peritonitis, as the patient had the infection prior to the exchange set change. Per pdrn the patient recovered from the exit site infection and peritonitis.